Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been two other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the lens turned dark (opacification). The iol was removed and replaced with a backup lens during the initial procedure. The surgery was completed without any additional complications. Additional information was requested.